Event description:
It was reported that the 9600+ system was locking up. No response from the key pad while trying to save on the workstation. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the ribbon connector on alta pcb and deleted data and cine disk files. Confirmed workstation voltages. The system found to be working as intended and placed back into service.